Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the guidewire became stuck inside the left ventricular lead and was unable to be removed. The lead was not installed and a new lead was implanted. The patient tolerated the procedure well.